Manufacturer narrative:
(B)(4). Eval summary: the complaint could not be confirmed due to the limited info provided. Due to this fact, no further investigation is being conducted at this time. Complaint info is trended on a regular basis.

Event description:
It was reported by the customer a breast biopsy was being performed, the breast was pierced, and samples were attempted to be taken when the cutter motor wouldn't turn on when the cutter knobs were transitioned forward. The customer spliced the violet wire from the powersense cable to the wiring on the cable from the driver and the case was completed with no pt consequence. The driver won't be returned for analysis.